Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-00515. It was reported the patient's system was not working and the patient was in pain. Images were taken and showed the lead was wrapped around to the back of the spinal cord. On (B)(6) 2016, the surgeon explanted and replaced the devices. Follow up revealed the patient's issue is resolved.